Manufacturer narrative:
The fse visited the customer site. Diagnostic/functional testing was performed and no incorrect behavior could be detected, all alarms that were simulated were displayed as pop-up windows. Since it is a customer supplied clinical network (cscn), it is also possible that there are multicast problems. The fse advised the customer's information technology (it) that they should check their network to see if there is any problem. The proxy server has apparently been changed, but this change should not have any effect on the bed-to-bed monitoring. Another possibility is that the alarm that occurred is not approved for bed-to-bed monitoring. All necessary tests have been carried out. The fse was informed by the philips technical consultant that the server was restarted and the standard multicast range changed. It was also determined that the house switches to which the system was connected were configured differently. The customer's it is continuing to troubleshoot the issue. The system and the bed-to-bed monitoring were working perfectly. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that the intellivue info center ix bed to bed function where not working, a three star alarm was not displayed. It was unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.